Manufacturer narrative:
On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: intra-operative screw fracture in cervical spine plating. The reason for fracture cannot be determined in the clinical analysis. The fluoroscopic image attached does not allow to evaluate a particular bone density situation. Clinical consequences were reduced to a minimum as the broken screw was removed during surgery and replaced. Root cause cannot be determined in clinical analysis. Batch review performed on 04 april 2016. Lot 1520501: (B)(4) items manufactured and released on 11 december 2015. Expiration date: 2020-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Upon inserting the cranial screws, one of them broke mid-shaft ( where the hollow screw becomes full). Bone was dense, but a drill was used. On fluoroscopy, " less dense strip " was visible on the other varaible screws. Need of little bone removing to be able to remove the broken tip of the screw: +/- 5 min extra work. The surgery was completed successfully but: a screw was removed on another level to fix the most cranial level; as per surgeon decision, one level has only one screw.

Manufacturer narrative:
Additional information received on 27 june 2016 and includes: on the contrary of what previously reported, the screw involved in this complaint will not be provided for further investigation. A picture of the broken screw is available. On 15 july 2016, the (B)(4) project manager performed a preliminary investigation based on a picture of the broken screw and commented as follows: based on the failure mode , it is assumed that the screw failed in the attempt to change its trajectory when half-screw was already placed in the vertebra. As given in the surgical technique, bone screw preparation has to be made before placing the screw, in order to facilitate the insertion. The screwdriver-screw interface of the self-rataining screwdrivers is designed with minor toggle to hold the screw during insertion. However, such a design as well as the implant design is not aimed for the adjustment of the screw trajectory when already entered in the vertebra. Such a manoeuvre can potentially lead to implant failure because of lateral force on the screw shaft. A study was performed to give evidence about different failure mode: torsional versus lateral bending. Base on the finding, we can assume that screw failure was due to lateral force exerted on the screw shaft on 18 july 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 26 july 2016 the report was sent to the initial reporter and the case was closed. Not available.